Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements on the right ventricular (rv) lead. The value was cero ohms. Boston scientific technical services (ts) was consulted and discussed this is usually due to electromagnetic interference (emi). All other shock impedance measurements have been within normal range for the past year. No adverse patient effects were reported. At this time, this device system remains in service.